Event description:
It was reported that shortly after implant, the patient complained of 'thumping' on the left side at night during the device check. Additionally, the thresholds on the left ventricular (lv) lead were found to have risen since implant. The lv lead pacing configurations were reprogrammed. However, the patient indicated that the thumping was getting worse, and the configurations were reprogrammed once more. The patient continued to complain of thumping, and the configurations were reprogrammed one last time before the issue was resolved. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient complained of 'thumping' on the left side at night during the device check. Additionally, the thresholds on the left ventricular (lv) lead were found to have risen since implant. The lv lead pacing configurations were reprogrammed. However, the patient indicated that the thumping was getting worse, and the configurations were reprogrammed once more. The patient continued to complain of thumping, and the configurations were reprogrammed one last time before the issue was resolved. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.